Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for major bleeding in the upper gastrointestinal tract and was given a transfusion. The gi bleed was thought to possibly be related to the patient's implant procedure. The patient was noted to be on warfarin and aspirin at the time of the event. The patient was discharged on (B)(6) 2023.

Event description:
Additional information was received that the patient underwent a bone marrow biopsy and upper and lower gastrointestinal endoscopies to check for anemia. Upper and lower endoscopies did not reveal any clear bleeding point but dilated capillaries were observed, and ablation hemostasis was performed on the same site.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.